Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 104 mg/dl. Upon troubleshooting, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump received with deep scratched display window, cracked case at display window corners, and cracked reservoir tube lip.